Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. It was reported that the patient had a history of a clamshell repair and tape had been applied to most of the external driveline. Review of the patient's event history and work order history found no prior indication of driveline damage or a clamshell repair being requested or performed. An x-ray submitted for review showed that a clamshell repair had been installed on the controller connector. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The work order history for (B)(6) was reviewed and no records pertaining to the clamshell repair were found. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance. The patient handbook also contains a section on handling emergencies, and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: event date estimated based on additional information received no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a clamshell repair to their driveline. There was rescue tape throughout most of the driveline.